Manufacturer narrative:
(B)(4). Pump received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test, and the delivery accuracy tests. No excessive no delivery alarms noted. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 in the afternoon with blood glucose of 800 mg/dl. The customer also had seizures and was in the intensive care unit for four days. The customer was also in diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization and was still in the hospital during the call. The customer also reported receiving no power, low battery, and no delivery alarms but declined any troubleshooting. The insulin pump will be returned for analysis.